Manufacturer narrative:
(B)(4) initial report. Additional information including, post primary and pre revision x-rays, patient activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted device is not available to return to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Not available.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 4 years and 9 months due to pain.

Manufacturer narrative:
Per (B)(4) final report: additional information including post primary and pre revision x-rays, patient activity level and patient medical history was requested in order to progress with this investigation, however, this information was not available and thus the investigation was very limited. It was confirmed that the explanted device could not be returned to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, the root cause of the reported pain could not be identified and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 4 years and 9 months due to pain.